Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, moderately calcified and totally occluded external iliac artery at the junction of the left internal iliac artery. During an attempt to do a primary stenting, having accessed through the right common femoral and crossed successfully with the guide wire, resistance was felt during advancement of the 8.0mm/29mm omnilink stent delivery system (sds). The decision was made to retract the sds so that pre-dilatation could be performed. During retraction of the sds resistance was felt during removal inside the sheath and the stent implant stayed inside the non-abbott 6 fr sheath. The dislodged stent was removed from the sheath. Pre-dilatation of the lesion was performed and the procedure was completed using a non-abbott stent delivery system. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgement was confirmed. The reported failure to advance and difficult to remove could not be replicated in a lab environment as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.